Event description:
In 2006 I had a laparoscopic hysterectomy apparently with the use of a power morcellator. In 2014, I was diagnosed with an abdominal tumor. I underwent an abdominal open incision surgery for removal of the mass. The pathologist report result was a leiomyoma. In (B)(6) 2018, I was diagnosed with three abdominal tumors. Another open incisional risky surgery is scheduled and my primary diagnosis is disseminated leiomyomatosis. The findings of CT scans prior to my laparoscopic hysterectomy shows no masses. After the hysterectomy, most of my masses are located at the port site areas. The new diagnosis requires a very risky open incision abdominal surgery with removal of cervix, fallopian tubes, ovaries, lymph nodes, appendix along with recession of bowels. I received a second opinion and the physician confirmed that my tumors are the result of the power morcellator.